Event description:
It was reported to (B)(6) that a fistula needle (nipro fistula 16g x 1 be/cl safe touch) was leaking around safety device. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).